Manufacturer narrative:
(B)(4).

Event description:
An infection was diagnosed (date unknown). The patient experienced soreness and fluid was leaking from the site. The catheter was partially removed on (B)(6) 2009. The pump was filled with saline and programmed to a minimum rate. The patient's infection resolved. The catheter was surgically replaced on (B)(6) 2010. The pump reservoir was filled with compounded baclofen 2000 mcg/ml and hydromorphone 40 mg/ml. Additional information has been requested, but was not available as of the date of this report.